Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the paramedics were called due to low blood glucose readings of 45 mg/dl. Customer believes that the low blood glucose readings are due to the insulin pump over infusing. Troubleshooting was performed and the drive support cap and all settings were noted to be normal. Customer stated that they attach the set before priming. Customer mentioned that they might have an infection and have antibiotics. Self test was also performed and passed. Customer's blood glucose reading at the time of the call was 128 mg/dl. No further information reported.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.